Event description:
A malfunction was reported involving a pump, identified by the error code malfunction 16-0x20e6. There was no reported impact on the customer's blood glucose level as the customer did not provide this information. Customer declined to provide backup method of insulin therapy.